Event description:
It was reported that 8100 failed iui connector test during pm. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 failed iui connector test during pm was not identified during the customer call. Customer reported a communication timeout error with no specific 3.4 digit error code or soft fault code displayed. The issue was observed during pm activities and did not occur with other associates. Standalone iui testing completed successfully. Customer was able to retest the device and successfully pass pm. Recommended the customer add a note to the device record to document the intermittent issue in the database for future reference. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.